Event description:
It was reported that the pump began experiencing helium loss alarms during use of the iab. Troubleshooting commenced but the alarm condition continued. As a result of this, the iab and iabp were exchanged. There were no reported pt complications.